Event description:
A nurse at the user facility reports a broken haptic during intraocular lens (iol) implant sugery. The incison was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.